Manufacturer narrative:
Correction (g1) contact office address: dr. (B)(6). A batch record review has been completed and no discrepancies were found. Pm log shave been checked and all pm's were completed. Affected amount: (B)(4) pcs. Aquacel ag+ extra 10x10cm was manufactured under sap code 1708331 and manufacturing lot number 0f04476. Lot # 0f04476 was sterilised under lot 1245612111 and released on review of result of sterilisation provided by sterilisation company steris. All of the results were within specification and products were released. The production process, in process testing and packaging of products was run in accordance with pi2-030 ver. 44.0 for machine doyen 4. Visual inspection in accordance with tm-002 was completed at the beginning of the order and every 15 minutes following until the order was completed. No nonconformity was registered during the manufacturing process of lot 0f04476. There are 3 complaints registered for the affected lot within tw8.7 however, they are for different issues and malfunction codes. Investigation determined the root cause was found to be the sachet being sealed and cut in the incorrect location resulting in an open seal causes by the web being mis-presented at sachet cutter resulting in open seals. The investigation has been completed and approved. No further action required. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 1000317571.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Device 2 of 2. (B)(6). (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the packaging was not sealed, thus exposing the dressing within. The product was not used on patient. Photographs depicting the issue were received from the complainant.